Event description:
While opening for a case a hair was noted in the basic pack, "sitting on top of the mayo stand cover". Per site reporter: a quality control investigation has been initiated by medline and replacement products were provided at no expense.